Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint about the philips heartstart mrx defibrillator, indicating that the device was reported to have problems with daily testing, specifically, it was not detecting tracking. There was reportedly no patient involvement. Upon technical intervention, an onsite technician found probable inaccuracies in the execution of the daily test. The functional test was carried out correctly and in sequence, always with a positive result. As a result, the defibrillator was left in compliant operating conditions. Based on the investigation, it was determined that the device is functioning as intended, and the reported event was due to user error. The reported problem was confirmed. The onsite technician provided additional training to the user on the proper execution of the daily test. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.